Event description:
It was reported that this right ventricular (rv) lead had been showing high capture thresholds since the third day after implant. At this time the rv lead has been surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.